Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 160 mg/dl. The current sensor glucose value is 78. The sensor glucose and blood glucose is not within acceptable range. The customer was advised that we will replaced two sensors and return the two sensors back for analysis.

Manufacturer narrative:
Analysis inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.